Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found the waste line disconnected. Customer noted that the external drain tubing may have been pinched. The fse reconnected line and verified system performance to published specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) to report a leak near the fluidics tray on the access 2 immunoassay system. There was no exposure to biohazardous liquid waste.